Event description:
According to the territory manager, two aortic connectors were utilized during a coronary artery bypass procedure. Several days later (exact duration unk), the pt experienced an acute dissection and expired. An autopsy was performed following an embalming procedure at the funeral home and the post-mortem findings indicated the aortic connectors were located within the adventitial layer of the aorta. Additional info being requested. Related mdrs 2135392-2004-00013.